Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips were used during a procedure performed on (B)(6) 2023. It was reported that the clip was unable to release. The same problem occurred with the second resolution 360 clip. The procedure was completed with the third resolution 360 clip. No patient complications have been reported as a result of this event. Additional information: on february 6, 2023, it was clarified that during the procedure, both clips were able to grasp and lock onto tissue; however, the clips did not release from the catheter to deploy. Eventually, one of the clip release from the catheter but with difficulty and one was torn off from the tissue. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip difficult to release off from the catheter.

Event description:
Note: this report pertains to one of two resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips were used during a colonoscopy procedure performed on january 20, 2023. During the procedure, both clips were able to grasp and lock onto tissue; however, the clips did not release from the catheter to deploy. Eventually, one clip released from the catheter but with difficulty and one was torn off the tissue. The procedure was completed with the third resolution 360 clip. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release off from catheter.